Manufacturer narrative:
E1. Additional phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd kiestra¿ inoqula+¿ tla, the barcoda hood fell. There was no report of patient impact.

Event description:
It was reported that during use with the bd kiestra¿ inoqula+¿ tla, the barcoda hood fell. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation of a complaint involving the bd kiestra inoqula tla. According to the information provided, it was reported that the fa hood gas springs needed replacement. During the investigation, the automation service engineer (ase) discovered that the hood would descend on its own. The ase replaced the gas springs. Following the replacement, the instrument was returned to the customer and functioned as expected. Following this action, no further issues were encountered. Based on the investigation, this case has been assessed as confirmed for a bd quality issue. A corrective and preventive actions (CAPA) and situation analysis (sa) have been opened for the investigation to avoid risks of user injury after complaints were received describing issues with the barcoda hood dropping. This complaint has been included in the CAPA for traceability of the issue. A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor for trends associated with this issue.